Event description:
It was reported 2 physician mode recharges (pmr) were performed and they were able to get the device to turn over to normal charging, but an end of service (eos) message came up. The patient thought it was only the 2nd overdischarge, but the manufacturer report confirmed that the battery was at eos due to the 3rd overdischarge strike. The patient was able to charge up to one quartile. They then interrogated the battery. The power on reset (por) message was 0x8. The clinician programmer (cp) displayed the battery status of eos. It was later reported that the patient¿s pain had been better lately so he had not needed his stimulator. He forgot to monitor the battery status. It was approximately 6-7 weeks since a successful recharge was performed. No additional troubleshooting was planned. A replacement was going to be done but was not yet scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).